Manufacturer narrative:
The insulin pump was received with unexpected restart alarm and memory was erased due to faulty interface board. The insulin pump passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump communicated to meter. No blood glucose meter anomaly noted. No sensor feature on the insulin pump. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window. (B)(4).

Event description:
It was reported that the insulin pump would reset time and date after battery change. It was also reported that they had transmitter issues. Customer's blood glucose was 5.2 mmol/l at time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.